Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.

Manufacturer narrative:
The fsca number is pending.

Event description:
Upon retrospective review, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
The fsca number is included in this report.

Manufacturer narrative:
Insufficient time between elective replacement indicator message and end of service was reported to abbott. The device was not returned for analysis. This complaint was identified in hhe 2024-015 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
Insufficient time between elective replacement indicator message and end of service was reported to abbott. The device was discarded by the hospital and not returned for analysis. This complaint was identified in CAPA 137104 complaint review for late eri notification for orion ipgs. As a result of this finding, abbott is performing further investigation. The ipg did not meet the calculated number of expected days between the occurrence of eri and the occurrence of eos.

Manufacturer narrative:
Correction fsca not applicable as previously reported. Further review of the complaint identified the patient's scs ipg battery was prematurely depleting.

Manufacturer narrative:
Report type changed to "serious injury". The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the ipg had depleted and did not have enough voltage to deliver effective therapy. In turn, the patient underwent surgical intervention to explant and replace the ipg. Therapy was restored post-operatively.